Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for an unknown indication for use (current pump was indicated for non-malignant pain). It was reported on (B)(6) 2017 that the patient heard the alarm before when the pump ran out of medicine. This happened on an unknown date about five years ago. The dose and concentration of the morphine were reported to be ¿6.0.¿ no symptoms related to the event were reported. It was reported that the pump was changed due to normal battery depletion later. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-nov-21. It was reported that the manufacturer's representative spoke to the office and they didn¿t have a record of a pump alarm five years ago. It was noted that the patient had a functioning pump current and was seen on 2017 (B)(6) and had 64 months for elective replacement indicator (eri), was filled on 2017-(B)(4) with no alarms and again on 2017 (B)(4) with no pump alarms occurring or noted. The weight was unable to be obtained. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.